Event description:
It was reported that the right ventricular (rv) lead exhibited markers unable to be sensed and unable to confirm lead placement. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.